Manufacturer narrative:
The detailed log files of the eva system have been provided. They are under investigation by d.o.r.c. R&d department.

Event description:
During the procedure prof. (B)(6) noticed that the pressure in the eye was much too high. On the screen the pressure was as it was supposed to be. This lasted the whole procedure. Prof. (B)(6) had to reduce the pressure with the backflush all the time. This procedure began at approximately 11:00 and ended at 12:00. It was the third procedure of the day, a vitrectomie. He said also during the next procedure it was similar. Than later at the day it turned to be fine.

Manufacturer narrative:
Following investigation, no defects with the equipment could be identified and the reported behaviour did not reoccur. Detailed analysis of the retained log files from the machine showed that whilst the pressure excursion was recorded, no system faults were identified. A surgical vitrectomy case was started at 11:05 and finished at 11:59. During this time the pressure in the infusion bottle was approximately 25 mmhg higher than the infusion pressure. This difference can only be explained by an incorrect bbs bottle height, where the height of the bottle would add a static pressure to the air pressure level. It is also possible that an unidentified machine issue occurred, but as stated above this is not indicated by the detailed log files for the machine on this occasion. Subsequent to this complaint, the machine is reported to be running as expected, with no repeats of the reported behaviour. Dorc will continue to monitor the performance of the entire eva fleet carefully, and should further occurrences of this issue be noted a further attempt to determine root cause will be made. At this point, no definite root cause can be assigned. A review of complaints, that involve an issue of too high pressure in the eye during a surgery, reveals 10 similar incidents in over 670 351 surgeries (estimated) for the last 4 years. On this basis dorc determines that the risk/benefit profile of eva remains strongly positive despite this unfortunate, unexplained incident.

Event description:
During the procedure prof. Priglinger noticed that the pressure in the eye was much too high. On the screen the pressure was as it was supposed to be. This lasted the whole procedure. Prof. Priglinger had to reduce the pressure with the backflush all the time. This procedure began at approximately 11:00 and ended at 12:00. It was the third procedure of the day, a vitrectomie. He said also during the next procedure it was similar. Than later at the day it turned to be fine.